Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and found that all alarms function and there is no backpressure noticed when humidifier is in line. The fse then found what cause the "high pressure". He has run the vent for over 20 hours without any issue, but he did notice an unusual occurrence. He noticed that when he starts the driver, the bias flow increases from 20 lpm to 28 lpm. This causes the map to increase. The fse will replace the bias flowmeter. As of this date the part has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that they were having issues with this unit all day. They had the auto-feed humidifier system set up on the unit and the bag was filling with air all day. There was no indication of any patient harm with this issue.